Event description:
The customer reported that they would lose monitoring of spo2 and the parameter would turn off spontaneously but no "?" Or alarms were provided. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.